Manufacturer narrative:
Section e1: reporter email was not available. Section h6: health effect - clinical code corrected manufacturer's investigation conclusion: review of the submitted log files could not confirm the reported event of a driveline disconnection. A specific cause for the reported event could not be conclusively determined through this evaluation. The controller event log file contained events from 09:23:00 through 10:00:17 on (B)(6) 2024, per the timestamps. It should be noted that the file did not contain events prior to 09:23:00 as they were overwritten by newer incoming events, per design. The first several events captured a ramp up in pump power, estimated flow, and pi which appeared consistent with the report of the driveline being reconnected. No other notable events were captured. The pump appeared to function as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was readmitted to the hospital by emergency medical services (ems) on (B)(6) 2024 at around 10:00am. A family member called ems on (B)(6) 2024 in the morning as the patient was unconscious. The system controller was checked by ems team. The modular cable was not connected to the controller and reconnection of the controller was made. A green ¿pump running¿ symbol was confirmed by medical team after reconnection. Cardiopulmonary resuscitation (CPR) was initiated (the aortic valve closed by park's stitch during initial pump implant). Pump flow was at approximately 3.8 liters per minute (lpm) with a pulsatility index (pi) around 8 under CPR (using mechanical chest compression system) when arriving at the emergency unit. The patient was declared deceased at the hospital. Log files were sent for review. It was unknown if the death was considered to be device related, and it was stated that the device operated as expected. No products were to return for evaluation.